Event description:
It was reported that the device was used during an unknown procedure, the clips did not properly form or close securely around the vessels. No pt consequences.

Manufacturer narrative:
Information anticipated, but unavailable at this time.